Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 463 mg/dl. Assisted customer with troubleshoot for blank display. Customer states the display did not return. The customer also reported unexpected restart on insulin pump. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis. The infusion set and reservoir will not be returning.